Event description:
According to the reporter: during a procedure, suture thread broke while closing the wound. The event lead to or extend patient hospitalization. Another intervention was done to resolve the issue in order to complete the case. There will be an additional operation performed to correct the issue. The patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.